Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from both leaflets and remaining in the patient anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and deployed. A few minutes post deployment, it was noted the clip detached from both leaflets and remained in the chordae on the posterior side. A second clip was deployed, reducing mr to 3-4. The patient will be sent for mitral valve replacement surgery. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported complete clip detachment. The reported foreign body in patient is a result of the complete clip detachment. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.